Event description:
It was reported after inserting catheter through arrow contamination shield, clear plastic wrap 1 x 2mm was noted partially attached to the catheter at thermalfilament area. The dr attempted to remove the shred and detached a plastic strip 1 x 70mm. The catheter was inserted through arrow introducer. When the surgeon opened the right atrium, a clear plastic 5 x 70mm was found partially attached to thermalfilament area of the catheter. The catheter was removed without complication.